Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed unexpected restart and external ram crc error and multiple unexpected restart. Customer did not recall blood glucose at the time of incident. Troubleshooting for the alarm was partially performed. The customer is not sure if the alarm reoccurred after changing battery in the insulin pump. Customer will call back after work to finish troubleshooting. The insulin pump will not be returning for analysis.